Event description:
The facility rep reported that the device failed the downstream occlusion alarm during bio-med testing. There was no pt involvement.

Manufacturer narrative:
During baxter's eval the reported condition, failed downstream occlusion alarm, was unable to be confirmed. The device was, however, upgraded to maple and returned to the customer.